Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels decreased to 1.4 mmol/l (25.2 mg/dl) and loss consciousness. The pod was worn on the patient's arm for between 49 and 71 hours. The ambulance was called and the patient was treated with glucosan IV for 45 minutes. Emergency services left and a new pod was applied.